Event description:
Caller alleged discrepant inratio results. Results as follows: (B)(6). Time between tests on (B)(6) was 5 minutes. Therapeutic range: no more that 3.4. The patient self tester indicated that it used to be 2.0-3.0, but the doctor had changed it and wanted it to be near 3.4.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.